Event description:
Call transferred from (B)(6), spoc. Spoke with patient. Patient stated she continues to have issues with cassettes. She is not home, so she does not have the lot it the last two she had an issue with are in the trash, patient did not quarantine. She says alarms beeps, she takes cassette off, adjust and then it'll work or sometimes she primes 2-3 times and it will then work. She says it's the cassettes and not a training issues. She denied cnss assistance. Reference report mw5116854. Reported to (B)(6) by pt/caregiver.